Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient called in because they are going to the bathroom every hour on the hour at night. As a result the patient is not getting much sleep. Patient said they wanted to increase stim. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level. They moved it to 3.2 as they were getting up every hour at night. They are doing better now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. The reason for call was patient said maybe in the last 6 months, maybe even longer, sometimes when they have to urinate they still have to push to get the urine out. Patient said they will start to pee and then they wipe themselves and they urinate more and know they have to push because they drank so much liquid. Patient said the symptoms are getting worse. Patient said they don't know if they need to change their stimulation or make it higher or something. Patient doesn't remember when they last made an adjustment to their therapy last and said they got the ins due to urge incontinence. Reviewed general therapy guidelines and reviewed options to try decreasing stimulation or changing to a new program. Helped patient successfully connect external devices to ins and decrease stimulation. Patient will monitor symptoms. Additional information was received from the patient. The caller called back and reported that they had been getting infections and called and we helped them turn the dev ice down. Since then the patient had been getting up every hour on the hour to void. The caller reports seeing a message about a low battery. Walked the caller thru checking her ins battery and it showed ok with the green check. The caller noted it took their handset 6 hours to charge to full. Explained handset and communicator usage and to power off when not in use. Caller repeated info that they take a shot every 2 weeks and that's when they check their device. The caller added that they will talk to the doctor about symptoms.